Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used while setting up for a functional endoscopic sinus surgery (fess) procedure. It was reported that the standard profile button has disappeared on the select survey screen. The site attempted to create a new profile but failed. The site had to complete the procedure without the use of navigation. There was no delay in the procedure and no impact on patient outcome.